Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope and a drop in heart rate to 30 beats per minute (bradycardia). The implantable pulse generator (ipg) exhibited detection below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.